Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited a fault code 02 while being interrogated. A guidant technical services (ts) consultant discussed that this fault pertains to a capacitor dump which takes too long, and the capacitor fails to completely charge within the alotted time. A manual cap form was performed, and the same fault appeared, exhibiting a charge time of 14.8 seconds. Ts recommended explanting the device, as critical shocking therapy availability could not be confirmed. There have been no reported symptoms associated with this clinical observation.